Event description:
Note: the date of the event is unknown. On january 8, 2008, boston scientific corporation was notified that a patient (age, gender and weight are unknown) died during an rfa (radio frequency ablation) procedure, which involved at least one bsc device. The relationship between bsc's product and the patient's death was not provided. Several attempts to ascertain specific details surrounding this event (e.g. Specific products used, clinical event details, patient's medical history & co-morbidities, autopsy results, etc.), through a bsc sales rep as well as directly from the user were unsuccessful. Additionally, the user has requested that bsc ceases further attempts to obtain any information regarding this event.

Manufacturer narrative:
The code was selected by the manufacturer based on information obtained from the user facility. The product is unknown; therefore, a device history record (DHR) review, similar complaint search, and complaint trend report review are not possible.